Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during final testing. The device's sensor board was replaced to address the issue.